Manufacturer narrative:
The malfunction is not our non-osseointegrated dental implant itself, but rather insufficient integration with the surrounding bone. This is influenced by factors such as bone quality, stress and the patient's healing ability.

Event description:
A patient has lost an implant due to osseointegration failure.

Event description:
A patient has lost an implant due to osseointegration failure.

Manufacturer narrative:
The malfunction is not our non-osseointegrated dental implant itself, but rather insufficient integration with the surrounding bone. This is influenced by factors such as bone quality, stress and the patient's healing ability.